Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer alleging possible pump under delivery. The customer blood glucose level was 198 mg/dl at the time of incident and the current blood glucose of the patient is 148 mg/dl. Customer report other blood glucose value was 220 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report.